Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while in a spinal fusion, the navigation system could not establish communication with the wireless trackers on the imaging system. It was confirmed that the camera and trackers were placed appropriately. Restarting the imaging system allowed communication to be established and the surgery proceeded as expected. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.